Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Unable to perform functional check due to blank display. Unable to verify motor error alarm due to blank display. The motor was tested outside the device and passed. Insulin pump received with minor scratches on lcd window. Insulin pump received with cracked case at display window corners.

Event description:
Customer called to report that the insulin pump alarmed no delivery during insulin delivery and manual prime. Customer reported that the insulin pump also alarmed motor error. Customer's blood glucose reading was 500 mg/dl. Product is being returned and replaced.